Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's co2 module needs replacement. There was no patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement co2 module with no engineer evaluation. The customer was provided information about replacement parts but declined service. No evaluation was performed.